Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue injury. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4 with a restricted, dilated/enlarged left atrium. The mitraclip was advanced. During translation, the anterior gripper of the clip became entangled with the anterior leaflet below the valve. Standard troubleshooting was used several times to remove the clip. The mitraclip was inverted and returned to the atrium. Anterior leaflet tissue damage was then observed. The same mitraclip was aligned again, successfully grasped the leaflets, and was implanted at the intended area, stable and well seated, reducing mr to grade 2. No other clips were implanted. There was no adverse patient sequela reported and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported patient effect of tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated and a cause for the reported difficult to remove from the anatomy cannot be determined. The reported unspecified tissue injury (leaflet damage) appears to be related to procedural conditions associated with the clip being difficult to remove from the anatomy. The serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.